Event description:
The nurse programmed the IV pump to infuse integrillin at 10 cc per hour. After one hour of infusing, the 100 cc bag of medication was found empty. No rates had been changed and no boluses were given. The pump was taken out of use and sent to clinical engineering. The patient did have a head CT done which was negative and the patient suffered no injury.